Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results for ion selective electrode (ise) potassium on their modular analytics core (serial number (B)(4)). The customer provided data for six patients, of which there was one patients with a discrepant result reported outside the laboratory. Repeat testing was performed on another modular ise analyzer (serial number (B)(4)). The first patient had an initial potassium result of 3.6 mmol/l. The repeat result was 4.8 mmol/l. The customer believed the repeat result was correct and it wass issued as a corrected report. There were no adverse affects to the patients as a result of this event. The field service representative determined the event was caused by improperly conditioned pinch valve tubing. He stretched the pinch valve tubing and conditioned with serum. He primed all reagents. The ise movement and operation check passed. The customer performed calibration and quality control with passing results.